Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's blood glucose was 302 mg/dl at the time of call. The customer stated that her blood glucose was over 400 mg/dl and went up to 600 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer performed troubleshooting and did not found leaks, insulin issues and setting issues. The customer stated that there were small air bubbles in the reservoir. The customer changed the reservoir. The customer stated that the insulin was stored in room temperature. The customer stated that there was blood on the cannula. The customer declined to check the programming. The customer declined to perform high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.